Manufacturer narrative:
(B)(4). Concomitant medical products: therapy date ¿ unknown, unknown tibial bearing. Unknown tibial tray. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01077.

Event description:
It was reported that the patient underwent knee arthroplasty on an unknown date. Subsequently, the patient was being considered for a revision due to stiffness and range of motion. There has been no revision surgery scheduled to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed. Visual and dimensional evaluations could not be performed as the product was not returned. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No additional event information to report.